Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received a questionable glucose result for one patient tested with an accu-chek inform ii meter (serial number unknown). A sample from the patient was tested using the inform ii meter, resulting in a glucose value of 38 mg/dl. Within 5 minutes, a sample from the patient was tested using the patient's own dexcom meter, resulting in a glucose value of 68 mg/dl.